Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons unresponsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the pump powered on to a blank display. The original complaint of a keypad button response issue could not be adequately investigated due to the blank display. The blank display was determined to be caused by internal moisture. The keypad cover was intact. The keypad cover was removed and no defects were found to the button contacts. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture behind the display lens; leak testing revealed cracks in the battery compartment and a crack in the pump casing. The pump casing was removed and moisture was observed throughout the pump internally.